Event description:
The pt reported, her neurostimulator was replaced due to an infection. No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.